Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had the purewick urine collection system since february, but had not used it yet because patient did not know how to put it together. Per follow-up call via phone on 28june2021. Patient stated that they did not know how to use the machine and that it leaks because patient did not understand how to use it properly. The machine seems to work fine patient was having issues with placement. Patient would like to have liberator call to walk her through the process again. Per follow-up information received on 29jun2021,the purewick urine collection system was leaking. Nurse aided with wick adjustment and placement. Per troubleshooting performed on 28-jun-2021, the machine had good suction.

Event description:
It was reported that the patient had the purewick urine collection system since february, but had not used it yet because patient did not know how to put it together. Follow-up call via phone on (B)(6) 2021. Patient stated that they did not know how to use the machine and that it leaks because patient did not understand how to use it properly. The machine seems to work fine patient was having issues with placement. Patient would like to have liberator call to walk her through the process again. Per follow-up information received on 29jun2021,the purewick urine collection system was leaking. Nurse aided with wick adjustment and placement. Per troubleshooting performed on (B)(6) 2021, the machine had good suction.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to inspector/inspection error causing unawareness of defect or type of information. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to no product code available. Although no product code is available, the purewick ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.